Event description:
It was reported that some time post port device implant, the port allegedly broke and migrated to the right ventricle. It was further reported the port body was removed and the catheter segment was removed at another facility. The patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: the lot number for the device was provided; therefore, a device history record was performed. A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one powerport MRI isp with groshong catheter was received and evaluated. Gross examination, microscopic examination and functional testing were performed. The port segment showed multiple puncture access and multiple incisions of the port septum. A complete circumferential break was noted approximately 12.5cm from the distal end of the cath-lock. The investigation confirms the alleged broken port with embolism issue. The definitive root cause could not be determined. H10: d4 (expiration date: 06/2022), g4, h4 h11: g1, h3, h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 06/2022).

Event description:
It was reported that some time post port device implant, the port allegedly broke and migrated to the right ventricle. It was further reported the port body was removed and the catheter segment was removed at another facility. The patient status is unknown.